Event description:
A malfunction was reported with the customer's device, indicated by malfunction code 'malf 0'. The customer¿s blood glucose level was not impacted adversely as it did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue arose again.